Event description:
Consumer was entering a pharmacy in pa, and when entering the doorway, the device (rollator) broke, and he fell. The device broke where the rods come up from the wheels. Consumer suffered a fracture. Part number and serial number were confirmed, as well as user's weight (estimated at (B)(6).) & age.

Event description:
Attorney involved with this event communicated a letter to compass health brands on (B)(6) 2017, stating that the attorney is representing an end-user who was injured by a defective rollator device. The attorney mentions that he has proof of the end-user's back injuries, which required surgery.